Manufacturer narrative:
A visual assessment of the vault-c driver (37-in-0060, 3200mm) and review of complaint documentation show that the hexalobe tip sheered during an application of torque. It is unknown if an awl or drill was utilized to prepare a pathway for the screw, and therefore, the exact cause for failure is unable to be determined. Review of manufacturing history records found a total of 71 pieces of lot 49059mi were released for distribution on 6/17/16 with no deviation or anomalies. This lot was ordered to rev d but manufactured to revision e of the 37-in-0060 drawing per engineering. Two-year review of complaint history for 37-in-0060 did not identify a trend for reports of this nature.

Manufacturer narrative:
Investigation in process but not yet complete. Upon completion, a follow up report will be submitted.

Event description:
When placing the screws in the vertebral body, under mild torque the tip of the non retaining driver broke. The remaining piece was impossible to remove from the screw hed, thus being left in the patient.